Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
Edwards lifesciences was made aware of the following information through a journal article, "high cardiac output by swan ganz catheter after repair of ventricular septal rupture: patch dehiscence or false overestimation?" This article was published in annals of cardiac anesthesia, 2016, issue 3, pages 535-536, july 6th, 2016. A (B)(6) year old male underwent a procedure to place a pericardial patch on a ventricular septal defect. Post procedure tee confirmed the adequacy of the vsd repair. The patient's hemodynamics were being maintained with the help of inotropic support. A swan-ganz catheter was placed to monitor continuous cardiac output. During attempts to obtain pulmonary arterial wedge pressure the patient developed ventricular tachycardia. Cardiac index values obtained were 6-7l/m/m2. These values were felt to be higher than normal and raised suspicion of dehiscence of the vsd repair. Tee was performed and the patch was found to be intact, however, the swan-ganz catheter was discovered to be loping from the pulmonary artery back into the right ventricle. This was determined to be the cause of the higher than normal values as well as the ventricular tachycardia. Follow up by edwards clinician revealed that this case occurred in 2015. There was no patient injury reported.